Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 31mm watchman flx pro closure device and delivery system (wds) were selected for use. The transseptal puncture (tsp) was performed using the versa cross connect system. During the transseptal crossing attempt, the physician inadvertently accessed the pericardial space. The versacross 180p rf wire was pulled back into right atrium and a 5mm pericardial effusion was noted by transesophageal echo imaging. The effusion appeared stable after monitoring and the patient vital signs were unchanged. The decision was made to continue to implant the 31mm watchman flx pro closure device and place pericardial drain at the end of the procedure. The tsp was reattempted successfully and the 31mm watchman flx pro closure device was placed without incident, meeting position, anchor, size and seal (pass) criteria. Once the was sheath was removed, heparin was reversed with protamine infusion and the physician proceeded with pericardiocentesis and drain placement. The effusion was noted to have grown to 7mm. A total of 120ml of sanguinous/blood colored fluid was drained by aspiration and was re-transfused to the patient. The effusion completely resolved by tee following drain placement and aspiration. The drain was left in place, and the patient was monitored for approximately 24 hours before making decision to remove. No further patient complications were reported.